Event description:
The physician injected a pt with radiesse dermal filler in the dorsal edge of nose. The pt developed a necrosis.

Manufacturer narrative:
The physician reported a pt who after being injected in dorsal rim of the nose developed a necrosis. The physician is looking at treating the pt with nitropase and nicotine vasodilation to increase the blood supply.